Event description:
It was reported that dissection occurred. The 70-80% stenosed target lesion was located in the non tortuous and non calcified right coronary artery. After the 3.00 x 32 promus elite mr stent was deployed, a type b flow limiting dissection was noted at the proximal edge of the stent. Another stent was deployed to cover the dissection. The patient was stable post procedure and fully recovered.